Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device - damaged. When received the device had damage to the shield. The high current condition was the result of a fractured hybrid. The fracture was the result of explant damage.

Event description:
It was reported that patient's pacemaker was replaced with an ICD due to ischemic heart disease. No patient complications have been reported as a result of this event.